Event description:
The pump was returned for investigation. Investigation revealed that the down arrow keypad button was intermittently responsive. Investigation also revealed that there was contamination under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/08/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/08/2014 with the following findings: the keypad cover was found to be peeling at the contrast button. All button symbols were found to be worn off. During testing, the down arrow keypad button was found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).